Manufacturer narrative:
Patient's weight was unavailable from the site. The small translucent adherence was collected, placed in a small specimen container and shipped back with the bridge device for further evaluation. It was determined that the adherence was human tissue/blood. During balloon device testing it was found that the lumen was patent. No blockages observed. Nothing found to be functionally incorrect about the bridge balloon product.

Event description:
A philips representative reported that during a cardiac lead management procedure, the physician prophylactically deployed the spectranetics bridge rescue balloon as this was a high risk lead extraction case. He deployed a boston scientific magic torque 260cm .035¿ wire through a 12fr. Sheath. The distal end of the wire was positioned in the patient's right internal jugular (ij) vein. While floating the balloon up the wire, the balloon got stuck in the inferior vena cava (ivc) region. The physician was unable to advance the balloon any further. He then pulled the wire and balloon out of the patient. Upon close inspection, there was a thin translucent adherence on the wire. This is what is believed to have prevented the balloon from advancing up the wire. It could not be determined if the adherence came from the wire, the lumen of the balloon or from the patient¿s venous system. After removing the adherence, the wire was inserted again into the ij and another bridge balloon was successfully advanced into the svc.